Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and prime/fill anomaly. Customer's blood glucose at time of incident was 440 mg/dl. Customer stated that the button act got stuck and the pump deliver the whole reservoir during fill tubing. Customer was advised to discontinue use of pump. The customer insulin pump is oow and we shall send the oow letter. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 440 mg/dl.